Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a blade break occurred. Vascular access was gained via the right femoral artery. The 3.0x20mm, 70% in-stent restenosed lesion was located in the non-calcified and non-tortuous mid right coronary artery (rca). The 2.25x10mm flextome otw cutting balloon was advanced and inflated within the stent 10 times to unknown atms. Upon withdrawal of the balloon, a fragment was noted in the stent. A .5mm portion of the blade was missing and the physician opted for no further intervention. No further patient complications were reported, and status was reported as ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the 4.5cm distal section of the catheter was returned; however, the proximal section of the catheter was not returned. The shaft was clean cut. Solidified blood and solidified contrast media was present within the balloon and inflation lumen which is a sign of use. Blade #1 had a section of approximately 0.5mm missing. The pad was intact. Blade #2 was bent. There were no issues with blade #3. The tip of the device was microscopically examined and no issues were noted with its profile. The returned section of the catheter was immersed in water and air bubbles were noted coming from the balloon. A further microscopic analysis identified a balloon pinhole approximately 1mm proximally from the distal edge of blade #3. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).